Manufacturer narrative:
Update to d9: sample returned. Update to h3: sample evaluated. Update to h6: type of investigation.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the bandage was difficult to remove and "took off two layers of skin" upon removal. The customer reported the bandage was on his arm and covering a wound following a procedure performed by his dermatologist. The customer reported the wound caused "weeks" of pain, and he was experiencing pain upon movement of his arm. The customer reported that at a follow up appointment he was given an "antibiotic ointment" that was prescribed by his dermatologist for the wound the bandage caused, and the wound from the bandage is now healing. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the bandage was difficult to remove and "took off two layers of skin" upon removal.